Manufacturer narrative:
Corrected information g3: date received by MFR.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue when the nurse had it doing a piggyback and the secondary bag was filling up the primary bag but the primary bag was lower than the secondary bag. There was an infusion going on at the family birth. There was no known patient injury or medical intervention associated with this event. No additional information is available.